Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2006; 4074 implantable pacing lead (B)(6) 2010; 4574 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged during a routine device changeout procedure approximately five weeks prior and the patient's quality of life was impacted by loss of cardiac resynchronization therapy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.